Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. A complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to the over torqued inner coil. The cause of the reported event was due to the over torqued inner coil consistent with procedural damage. Visual inspection of the lead was normal with no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was unable to advance through the lumen of the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition.